Manufacturer narrative:
Replaced both pressure sensor assembly and inspiratory valve. Hamilton medical ag case number is: (B)(4). Root cause: defective pressure sensor assembly. Leak in presssure sensor assembly. Correction: replacement of the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: pressure ressure sensor assembly not passing pressure test (<100mbar) / insp valve has broken gasket. No patient involvement.